Event description:
It was reported that during a kidney procedure, the clip would not hold. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.